Event description:
Customer stated that "he went to power it [heating pad] on it sparked." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that there was a small burn mark on the cord, right by the strain relief. This is likely due to excessive bending of the cord over an extended period to time. This pad was manufactured in 2011. The product was approx. 5 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.